Event description:
Per the clinic, the patient experienced a surgical wound dehiscence. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, to close the wound. The implanted device remains.